Manufacturer narrative:
(B)(4). Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify communicate to sensor simulator or blood glucose meter due to motor error alarms.

Event description:
The customer reported via phone call that they woke up this morning and got inaccurate readings with the sensor and product was not adhering. The customer also had high blood glucose level of 284 mg/dl. The customer declined troubleshooting for high blood glucose. The customer's blood glucose level was 284 mg/dl and sensor glucose level was 193 mg/dl and blood glucose and sensor glucose levels difference were not within acceptable range. The device will not be returned for analysis.